Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the da vinci product involved in this complaint to perform failure analysis. At the time of this report, the failure analysis has not been completed.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument tip did not close all the way. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred while the surgeon attempted to clamp on a vessel or tissue bundle. The clip did not become dislodged from the instrument and fall inside the patient. The vessel or tissue bundle was not greater than the specified diameter suggested in the instructions for use. This reported issue occurred on the first clip application attempt. The issue was resolved by using a back up instrument. There was no harm or injury to the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was analyzed and the complaint was not confirmed by failure analysis. The instrument was tested on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip tips opened and closed properly. The instrument passed the clip test. The instrument was fully functional.